Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
During follow-up, noise was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device was received at normal range of operation. Functional analysis of the device was performed, including output monitoring and noise testing, with no issues or anomalies noted. Further analysis of the device header of ra and rv channels did not find any anomalies. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. The customer complaint of noise artifact was not confirmed.